Event description:
It was reported that the lead exhibited non sustained lead noise. The noise was reproduced with isometric testing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.